Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, it was observed that the right ventricular lp exhibited low current of injury, prompting repositioning. Upon repositioning, the helix of the lp became stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during procedure. No further anomalies were detected.